Event description:
The pt reported experiencing elevated blood glucose of up to 368 mg/dl since 2009, and the pt believes the infusion device delivers too little insulin. The pt attempted to lower blood glucose readings by bolusing through the infusion device with no success. The pt's normal blood glucose level is 130 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned to evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.